Manufacturer narrative:
The lens and qualified company ii b cartridge were returned. The lens was returned in a lens case. Solution was dried on the lens. One haptic is broken in the gusset area and bent in the distal area. The optic is torn in two areas near the edge, positioned on posts in the lens case. The optic damage appears to have been caused by the posts of the lens case. Viscoelastic was observed in the cartridge. No damage was observed to the cartridge. Only a slight indentation was observed on the wing tabs of the cartridge. This suggests that the cartridge was not fully seated into the handpiece. Product history records were reviewed and the documentation indicated the product met release criteria. The handpiece and viscoelastic products are unknown. It is unknown if qualified products were used with the lens/cartridge combination. The reported complaint was for "presented defect". The specific "defect" was not clarified by the customer. One haptic was bent and broken. The optic was torn in two areas on two posts of the lens case. The product investigation could not identify a root cause for the damage. The observed optic damage is similar to lens case related damage and may have occurred due to replacement into the lens case for return shipment. The observed haptic damage is similar in appearance to handling related damage. The returned cartridge has solution and only slight indentations which may suggest it was not seated into a handpiece. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution on the lens and in the returned cartridge, we are unable to verify the origin of the damage. It is also unknown if a qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported model is only qualified for use in the company (b) cartridge. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported three intraocular lenses (iols) came with a defect. Timing and patient impact are currently unknown. Additional information was requested.